Event description:
Patient was undergoing usual treatment-hot packs and using the chattanooga diathermy unit. (3 inch app) nemectron electrodes which came with unit were used. Damp sponges were placed between electrodes and patient's skin on the right and left side of lower spine. Unit was set according to patient's tolerence. Exact settings are unknown at this time. Patient complained, after five minutes of treatment, that there was a "jolt" sensation under one of the electrodes on right side of spine. Unit was turned off and electrodes repositioned on the right side. Patient's therapy continued and he voiced no other complaints. The next day patient reported three (3) small burn areas on right side of lower spine. Patient was referred to and treated by a physician who perescribed an antibiotic cream. Patient resumed therapy and should have no permenant injury. Unit was checked by bio-med department and found to be working within manufacturer's specifications. No other units were being used with this unit at the time of occurrence. It is unknown if unit's intensity surged at time of treatmentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.

Event description:
Patient was undergoing usual treatment - hot packs and nemectrodyne. During the first five minutes of the treatment he complained of a burning "jolt" sensation on his right side. Machine was turned off and pads were moved to a different area. He did not complain any further. The next day the patient reported three small minor burns in the same site of complaints of previous day. Patient was referred to physcian for follow-up care. Diathermy unit was checked and found to be wowrking within manufacturer's specifactionsdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.